Manufacturer narrative:
Evaluation summary: the returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The customer reported that the bipolar fires alone. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the bipolar feature of the device activates without input. There was no patient involvement.